Event description:
On (B)(6) 2013, it was reported that the keypad button presses do not activate intended pump response. This complaint is being reported because the issue remained unresolved at the time of trouble shooting. There is no indication that the product issue caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be intact. Evaluation revealed that the contrast, ok and up arrow keypad buttons were intermittently responsive. There was evidence of contamination found under the key contacts. Unrelated to the complaint, the display screen was found to be faded, discolored and difficult to read. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.